Event description:
A getinge model 733hc steam sterilizer tipped and fell on its side during installation after a wood block used for bracing cracked and separated. There were no injuries reported. The sterilizer sustained damage and is being returned to getinge for evaluation.

Manufacturer narrative:
Unit is being returned to getinge sourcing for further evaluation. Investigation of photographs from site and installation manual indicate that the cause of the incident was failure to follow the instructions for installation. This is the first time that a model 733 sterilizer has tipped during installation since model was placed in production in 2002.